Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited myopotential or positional circumstance oversensing of p and t waves, resulting in inappropriate shocks in different episodes. Technical services (ts) noted all vectors showed very small r wave amplitude. The field representative provided x rays. This patient had previously undergone a lead revision at an unknown date. The first x ray prior to the revision showed the a electrode over the left lung. The second x ray post revision showed the a electrode far removed from the sternal line and over the right lung. Ts noted that there was concern that this was pectoral muscle myopotential as this s-ICD was programmed to secondary vector. That, and there were subcutaneous electrograms (s-ECG) that showed double and triple wave oversensing which lead to therapy provided. The physician turned tachy therapy off. This s-ICD remains in service and additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited myopotential or positional circumstance oversensing of p and t waves, resulting in inappropriate shocks in different episodes. Technical services (ts) noted all vectors showed very small r wave amplitude. The field representative provided x rays. This patient had previously undergone a lead revision at an unknown date. The first x ray prior to the revision showed the a electrode over the left lung. The second x ray post revision showed the a electrode far removed from the sternal line and over the right lung. Ts noted that there was concern that this was pectoral muscle myopotential as this s-ICD was programmed to secondary vector. That, and there were subcutaneous electrograms (s-ECG) that showed double and triple wave oversensing which lead to therapy provided. The physician turned tachy therapy off. This s-ICD remains in service and additional information is being requested from the field. No additional adverse patient effects were reported. Additional information from the field representative was received noting in the x-ray the electrode appears to have possibly migrated and that it could be the angle at which it was taken.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.